Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery charge issue. The reporter alleged that "does not have adaptor and usb cable" and "did not recharge meter and used it until battery died." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.